Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of depression, asthma, alcohol abuse, suicide attempt, abnormal uterine bleeding, pelvic pain female, dysuria, vaginal bleeding, anemia, dizziness, tonsillectomy, appendectomy, multi gravida, post-traumatic stress disorder, asthma, depression, swelling, redness, rash, joint pain and fatigue. The patient had a family history of cancer. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2023, 2560 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus & bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2017: gallbladder, spleen, pancreas, adrenal glands and kidneys are unremarkable. The abdominal aorta is normal. The urinary bladder is unremarkable. The uterus is not enlarged. There are bilateral tubal occlusion devices in place. No concerning adnexal masses. The appendix has been removed, by history. No evidence of bowel obstruction. No gi tract inflammatory changes. No free air or ascites. No pathologically enlarged lymph nodes. The bones are unremarkable. Impression: no acute abdominal or pelvic process. [Pathology test] on (B)(6) 2023: final diagnosis: result: uterus, cervix, and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: uterine cervix with no significant histopathological alterations. Uterus: benign secretory endometrium. Leiomyomata (1.4 cm in greatest dimension). Serosa with no significant histopathological alterations. Fallopian tubes: benign fimbriated fallopian tubes. Foreign body, compatible with essure coils, as per gross description. Gross description: within the myometrium, within the comua, one metallic coil is identified on each side compatible with essure coils, which are partially stretched, measuring approximately cm in length and 0.4 cm in diameter (length may not be accurate due to stretching). The longer fallopian tube with fimbriated end measures 4.3 cm in length and 1.5 cm in diameter. This fallopian tube is curved due to adhesions and reveals paratubal cyst on the distal aspect, measuring 1.3 cm in diameter. The cut surfaces are tan-white. The shorter fallopian tube with fimbriated end measures 4.8 cm in length and 0.8 cm in diameter. The serosa is gray to red-brown, smooth, dull and intact. This fallopian tube is curved on the mid aspect due to adhesions. The cut surfaces are tan-white. [Ultrasound pelvis] on (B)(6) 2022: findings: uterus: the uterus measures 4.8 cm. The myometrium is homogenous in echotexture without focal mass. The endometrium appears normal and measures 10 mm. There are bilateral essure devices; bilateral arms extend into the endometrium, greater on the right side. Right ovary: the right ovary measures 2.5 3.1 3.1 cm. The ovary demonstrates normal architecture. There is positive vascular flow. Left ovary: the left ovary measures 3.4 3.2 2.9 cm. The ovary demonstrates normal architecture. There is positive vascular flow. Simple appearing cyst measuring 2.4 cm. No evidence of an adnexal mass. Small amount of simple free fluid in the pelvis, likely physiological. Impression: normal appearance of the uterus and ovaries. Bilateral essure devices in place, with arms extending to the endometrium, right greater than left. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-sep-2023: medical record received. Surgical pathology report added. Medical history & lab data updated. Reporter information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2023, 2560 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2023, 2560 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.